Event description:
It was reported that this patient underwent a right knee replacement. Subsequently, they experienced discomfort and pain in their replaced knee and is scheduled for a revision surgery. No further information is available.